Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The technical assistance center (tac) performed troubleshooting with the customer to narrow down which scopes are getting the b30 error and to check the maj-1933 (cable) and maj-1941 (lightsource cable) on both towers. The customer had cleaned the gold contacts and socket with an alcohol prep pad and used a can of air to get dust out of the socket. In a follow-up email, the customer stated that the system is currently down and all scopes will be sent for repair. It is unknown at this time if it a scope or cv-190 video system center is having issues. To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis exera iii video system center had a b30 scope communication error, no image, and a fuzzy image with multiple 190 scopes. The issue was found during reprocessing. There was no patient harm associated with the event. Related patient identifiers: (B)(6).